Event description:
It was reported that the etrak 2500p system did not completely boot up. The power and electric were cycled and the system booted and operated normally. Customer stated that a service call would be placed later in the day. There was no report of patient injury.

Manufacturer narrative:
No service request has been received. If a service request is received and an investigation is completed there will be a followup as required. No additional information at this time.